Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 03/2022).

Event description:
It was reported that during a stent placement, the device allegedly contaminated. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one valeo pta dilatation catheter has been returned for the evaluation. On the visual evaluation, the sample was returned bloody and the stent was not returned. Under the microscopic observation, no stent was noted and the crimping marks were observed on the balloon . On further no kinks were noted to the catheter and no anomalies were observed on the luers or y-body and no other functional testing was performed. Therefore the investigation for the reported stent dislodged was inconclusive as the stent was not returned for the evaluation. The investigation for the reported retraction problem was also inconclusive as the stent was not returned, the condition of use cannot be replicated in the lab. A definitive root cause could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 03/2022), g3. H11: h6(device, method, result and conclusion) . H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a stent placement, the device allegedly dislodged and had a retraction problem. There was no reported patient injury.